Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during anterior and posterior repair with mesh, sacrospinous ligament fixation performed on (B)(6) 2013. According to the complainant, while passing the suture through the exit wound, the needle tip was missing. X-rays were taken and the films were negative for retained fragments. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be unharmed at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during anterior and posterior repair with mesh, sacrospinous ligament fixation performed on (B)(6) 2013. According to the complainant, while passing the suture through the exit wound, the needle tip was missing. X-rays were taken and the films were negative for retained fragments. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be unharmed at the conclusion of the procedure.

Manufacturer narrative:
Analysis found the dart was missing from one lead suture, and the end of the suture was frayed. The carrier of the capio slim suturing device was bent. The dart was found in the catch. The dart was removed from the catch. There was a small piece of frayed suture attached to the dart. The complaint, as reported, is confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The bent carrier is most likely a result of twisting of the capio device within the patient¿s anatomy in order to position the dart properly. The dfu cautions the user to ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.¿ it is likely there was difficulty passing the device through the ssl and the tensile force on the device overcame the strength of the suture, causing it to break off. Therefore, the most probable root cause for this complaint is operational context, as procedural factors most likely limited the performance of the device.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) for the problem of needle detachment. The voluntary user medwatch number is (B)(4).